Manufacturer narrative:
Concomitant products: product ID 3998, lot # lb5800, implanted: (B)(6) 2003, explanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
It was stated the calcified vertebrae were causing a problem for the patient to walk. It was stated the patient wanted an MRI. It was stated the leads that were left in the patient ¿calcified over and misaligned two vertebrae.¿ it was stated the leads were removed but it was not clear when. It was stated that after the leads were removed the patient could walk again. See manufacturer report # 6000032-2013-00047 for lead issues related to patient¿s previous scs system.